Event description:
Info received indicates when the brakes were engaged the right foot caster would still swivel.

Manufacturer narrative:
The tech found that the casters were out of adjustment. He adjusted the casters to repair the bed.